Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) could not confirm or replicate reported event. The system meets specification as per service installation record (sir). No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was tracking at first but started to lose tracking in the middle of the procedure. Tracking started at 100 percent and decreased down to fifty percent and then sputtered. Additional information has been requested.